Event description:
Breast augmentation surgery (B)(6) 2019 (sientra opus breast implants hsc smooth round high). Within the first month developed fatigue and raynaud's syndrome. Then severe gi and various autoimmune symptoms developed. My health declined to the point I thought I was going to die. On (B)(6) 2021, I had surgery (en bloc/total capsulectomy) to remove breast implants as they were the source of my declining health. Some symptoms immediately improved after having breast implants removed. But I am left with various health issues and a mast cell disease because of having breast implants. The surgeon informed me that one breast implant grew through the muscle and was attached to my rib cage. Breast implant illnesses have significantly impaired my daily functioning and quality of life. Reference report: mw5157169.